Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the metal was torn. The defective parts were replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the patient reference pins were bent. There was no patient/user impact reported.